Manufacturer narrative:
Correction: wound dehiscence is reported under report number: 6000034-2022-03161. Per the clinic, the device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on june 6, 2023.

Manufacturer narrative:
This report is submitted on may 11, 2023.

Event description:
Per the clinic, the patient experienced wound dehiscence and infection at the incision site; and subsequently was treated with IV, oral and topical antibiotics (specific date and duration not reported).